Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a fractured neck. The steam and head revised only and replaced with manufacturers components. *au vigilance decision: reportable. Au CAPA (B)(4).